Manufacturer narrative:
(B)(4).

Event description:
The customer repots: the catheter migrates when the customer gets to ICU. The touhy borst connection with the tape for cath gard is not adequate for securing the catheter. Therapy was not delayed or interrupted.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer repots: the catheter migrates when the customer gets to ICU. The tuohy borst connection with the tape for cath gard is not adequate for securing the catheter. Therapy was not delayed or interrupted.